Event description:
The account stated the clinical chemistry magnesium package insert has the incorrect ranges for urine magnesium. The account stated the ranges listed are off by a factor of 10. No patient results were reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
The clinical chemistry magnesium package insert related to urine magnesium units for mg/day is incorrect. The decimal placement is incorrect for the normal range (mg/day) and the conversion factor (from meq/day to mg/day). Abbott has not received any reports of adverse events related to the incorrect urine magnesium units for mg/day. This in an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.